Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 474 mg/dl and 504 mg/dl. Customer stated that she woke up with blood glucose of 50 mg/dl and it could be due to retainer ring. Customer declined troubleshooting with high blood glucose. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report had the incorrect blood glucose level information. The correct information has been provided with this report. (B)(4).

Event description:
It was reported that value of 50 was incorrectly documented in the description and actually it was high blood glucose level of 504 mg/dl.